Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2004 due to patient allegations of pain, loss of range of motion and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2003 due to infection. The operative notes confirm the modular head, acetabular cup and femoral stem were removed and replaced with a modular head, femoral stem and cement spacer. Patient underwent an irrigation and debridement procedure on (B)(6) 2003 due to hematoma and necrotic tissue. The cement spacer was removed and replaced. The third revision procedure that took place on (B)(6) 2004 was due infection. The operative notes confirm that the modular head, femoral stem and cement spacer were removed and replaced. The patient underwent a fourth revision on (B)(6) 2006 due to sepsis and acetabular cup loosening. The operative notes confirm that the modular head, femoral stem and acetabular cup were removed and replaced with antibiotic disk spacers. On (B)(6) 2007, the patient underwent reimplantation. The antibiotic disk spacers were removed and replaced with a biomet total hip system. Patient underwent a revision on (B)(6) 2008 due to acetabular cup loosening. The operative notes confirm that the acetabular cup, modular head, taper adapter and proximal calcar were removed and replaced. On (B)(6) 2008, patient underwent another revision due to infection. Operative notes indicate during the procedure, the femur fractured while removing the femoral stem. As a result, a competitor product was utilized to repair the femur. The operative notes confirm that the modular head, acetabular cup, liner and 2 screws were removed. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 15 mdrs filed for the same event (reference 1825034-2013-04530 / 04542 & 02453-1 & 02454-1).